Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix 500 ml eva tpn bags were leaking. This occurred before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information provided. The actual device was not available, therefor a device analysis could not be completed for the actual samples; however, two companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed on the companion samples and revealed leaks from all port tubing welds of both samples. The reported issue was verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and a nonconformance was found in relation to the manufacture of this lot; all affected units were discarded. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.